Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. Additional information has been requested from the surgeon, but no device identifiers have been provided at this time. Hypotony, elevated iop, and cyclodialysis cleft are listed in the device labeling as known inherent risks of glaucoma stent surgery.

Event description:
The surgeon reported that one day after cataract surgery with implantation of the istent, the patient presented with hypotony (intraocular pressure was 4 mmhg). On (B)(6) 2014, the patient's iop increased to 50 mmhg. On (B)(6) 2014, the surgeon consulted with the medical monitor regarding this case and they suspected that during surgery a cyclodialysis cleft was inadvertently created and now has closed spontaneously (increasing the iop). The patient was treated with glaucoma medication and the iop lowered to 22 mmhg on (B)(6) 2014. Additional information has been requested.